Event description:
Nidek received complaint from customer on (B)(6) 2013. Customer reported that while using yc-1800; s/n (B)(4) doctor had difficulty doing disruption of capsule. Doctor complained of firing many shots, but could not cause disruption of capsule, but had pitting of lens during the procedure.

Manufacturer narrative:
The affected device was not returned to nidek for evaluation. However, a nidek field service engineer (fse) had conducted an on-site evaluation. The reported problem could not be duplicated. The treatment output energies were checked and were within specifications. The fse checked the focus shift and was within specifications. Auto calibration was performed. No failure was found. The system has been working appropriately to date. Nidek have not received any complaints or injury related to the device to date. Nidek made attempts to contact the customer to gather additional information regarding the reported event without success. If additional significant information is received at a later date, a follow-up report will be submitted. Nidek inc. Considers it a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.